Manufacturer narrative:
Manufactures investigation conclusion. The reported event of a no external power alarm was confirmed with the submitted log file. The log file captured no external power alarm event was captured on june 4 and 5. According to the voltage values, there was a loss of power from the mobile power unit and the system reverted to the internal backup battery for power. The system continued to operate at the stored speed value of 5,700 rpm during the events. Power was restored and the no external power alarm cleared. Additional information communicated on 18aug2021 indicated the power cord was disconnected from the wall outlet. The mobile power unit is not expected to be returned at this time. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Mobile power unit (serial # mpu-35806) was shipped to the customer on 13nov2019. It was noted the mobile power unit was shipped with the ac power cord with the v-lock feature. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed, including no external power alarm. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 instructions for use states ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power cord was disconnected from the wall outlet.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented in clinic and upon vad interrogation there were 3 no external alarms noted. On (B)(6) 2021 at 04:03:27 had a no external power alarm in which the patient stated went to the bathroom while on the mobile power unit (mpu) and the mpu unit unplugged from the wall unit. The other two no external alarms on (B)(6) 2021 23:02:25 and (B)(6) 2021 03:28:1, the patient does not remember them occurring. Log file submitted captured three low voltage hazard/no external power events as reported in which all of these events were due to a total loss of power to the mpu enabling the backup battery in the controller until power was restored to the mpu. No interruption to pump support during these events. The patient reported using a dedicated circuit to the mpu and has been using an extension cord, depending on what side of the bed patient sleeps on. Moving forward, the patient will double check that the ac cord is plugged firmly in the mpu and the ac cord has a locking mechanism. No additional information provided.